Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when the tech removed the cartridge from the package, she noticed that two small orange plastic pieces was on her glove. After closer inspection of the cartridge, it appears that two drivers from cartridge were missing. There were no patient consequences. Case completed with another cartridge of the same product code.